Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) to breath delivery (bd) cable. The unit passed all tests and calibrations per the service manual. (B)(4).

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) had a blank display. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). A graphic user interface (gui) to breath delivery (bd) was received for evaluation. A visual inspection verified that the cable was damaged. However, it was unlikely to have caused the reported malfunction. Previous experience indicated that the probable root cause of the reported failure on the ventilator could be a number of issues including the power supply, graphic user interface (gui) printed circuit board (pcb), the liquid crystal display (lcd) panel, and / or the backlight pcb. The probable root cause is unknown.